Event description:
The customer reported that during a percutaneous rf ablation procedure for primary liver tumor, the pt passed away due to cardiac arrest. The tumor position was s3 on liver surface just below diaphragm. The pt suddenly depressed consciousness and had a cardiac arrest. Accumulated blood was found and removed from the heart by drainage. Before this sudden event, the pt had nothing wrong except the common pain in the shoulders and no abnormalities were observed in the devices. The administrative autopsy found a 1mm-hole and bleeding on the diaphram, epicardium and cardiac muscle. According to the medical examiner, there seems to be no sign of heat denaturation in organ damage. The cause of the pt's death is still unk at this moment. It is currently being expected that it will take one yr until the final autopsy report is submitted by the medical examiner.

Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.